Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a tego¿ connector generated a blood leak during patient use. It was stated in the report that there was a blood leak from the tego connector. There was no patient harm but there was a delay in therapy due to dialysis needing to be stopped, they had to start over with catheter disinfection and replacement of the tego before resuming dialysis. There was no patient harm reported.

Manufacturer narrative:
One photograph was provided by the customer showing the device with blood residuals. Received one used d1000 tego. There were blood residuals in between the housing and the seal of the tego. There is some damage evident on the outside of the tego that could lead to a leak. The tego was leak tested and was found to leak in the inactivated position. The tego was disassembled and a small nick was found on the top seal. The reported complaint of leakage can be confirmed due to the damaged seal. The probable cause of the damage is unknown. A DHR lot and relevant commodities were reviewed, the following discrepancy was identified: exception type: ncmr lot#: 13880025 discrepancy: (B)(4) pieces of component r1-3701 rev.19 lot# 13880024 are reported with damage. When? 02-21-2024 where? During the manufacturing process, aql 0.25% c=0 who? Manufacturing leader cr1 1st. Shift quantity impacted and sampling results (fail/pass): (B)(4) pcs. Corrected information can be found in d10, throughout the entire section e and in the h6 codes. Section e: full reporter phone no: (B)(6). Additional contact information: (B)(6).